Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients leads migrated resulting in ineffective stimulation. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on jan 27, 2025 wherein the leads were explanted and replaced with a different type of lead. Effective therapy was restored post-operatively.